Event description:
Customer's mother reported via phone call that infusion set had a leak due to it being kinked. It was also reported to have been hospitalized due to high blood glucose. Customer's blood glucose was 348 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.